Event description:
It was reported that the pump modules are difficult to close and have broken sears. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The actual date of event is unknown. Investigation summary: the report of damaged/broken sears was confirmed on 34 returned sample pump modules there were eight (8) pump modules observed with no breakage. Visual inspection of the forty-two (42) sample pump modules found that 34 were observed with damage/breakage of the sear right leg dog ear. There were no observations of sear damage on eight (8) sears. Testing performed on a pump module with a damaged sear found the pump module door sensor failed to engage the sear resulting in a door open alarm. An attempt to replicate the sear breakage on the returned pump module was performed by dchu (designated complaint handling unit). The resulting investigation performed was successfully able to reproduce the breakage observed in the returned samples.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules are difficult to close and have broken sears. There was no patient involvement.